Event description:
It was noted that the atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams) and undersensing. The programming changes were performed. The patient was in stable condition.